Event description:
The facility has door monitors in place on all doors going out of facility. They have had a problem with the monitors going off every time the doors are opened by people not wearing wrist signal devices. This results in the monitors having to be shut down. On the date of incident, the resident left the facility during an episode of this nature. Fortunately, he was detected going down the street and returned safely by staff.